Event description:
Patient reported experiencing "extreme hair loss, intestinal complaints (flora), eczema, dry eyes, dry skin, dry mouth, extremely tired, periods begin to falter, often sick, concentration problems, fungal infections, almost no immune system anymore". This relates to the right device. Device remains implanted.

Manufacturer narrative:
Further investigation: "with the information collected during the investigation, there is enough evidence to support that lot number 3231268 was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run (B)(4). However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by allergan was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for gel breast implants for the period of feb 2019 through jan 2021, an outlier was noted in apr-19. An additional analysis was performed to determine any pattern or any similarities between devices involved. It was found that some primary packaging operators were involved in more than one occasion; however, the people were trained in the corresponding procedure. Also, calibration and maintenance of the equipment involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. During the trend review of all molds complaints for the period of feb 2019 through jan 2021, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time."

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "extreme hair loss, intestinal complaints (flora), eczema, dry eyes, dry skin, dry mouth, extremely tired, periods begin to falter, often sick, concentration problems, fungal infections, almost no immune system anymore". Reoperation has not been scheduled at this time.

Event description:
Patient reported experiencing "extreme hair loss, intestinal complaints (flora), eczema, dry eyes, dry skin, dry mouth, extremely tired, periods begin to falter, often sick, concentration problems, fungal infections, almost no immune system anymore". This relates to the right device. Device remains implanted.